Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) manually released all pockets from main drawer 3.1 and removed foil shards and debris from within the cubie tray liners. The row board cables were unseated and reseated. After rebooting, all pockets in main drawer 3.2 were not detected on the bus. The fse manually released all pockets from drawer 3.2, removed foil shards and debris from the cubie tray liners, and unseated/reseated the row board cables. An acceptance test was run, and the device passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had a drawer pockets failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.